Event description:
Event description cpi received information that this bipolar endocardial tined lead (0010) had dislodged, and had an insulation break. The lead (0010) has been capped, and replaced with an endotak lead (0125).